Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient's implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient's first ins was "bad" and didn't work at all. The patient clarified what they meant and noted that they felt stimulation at first but then the stimulator stopped providing stimulation and the battery died. The ins was removed and replaced. No further complications reported.